Event description:
Rn called to state client was admitted to the hospital experiencing frank bleeding from the stoma. The client was wearing a durahesive wafer low profile flange with convex insert. A stomal scope demonstrated "tiny lacerations up to fascia line" and skin around the stoma is clear with no redness or blistering. The only area affected is the stoma and internal areas. Bleeding had ceased since admission to hospital for observation. In 1998, a follow up call was placed on the client's condition. They reported that after 24 hours of hospitalization, no bleeding was noted and mucosal healing was evident. The client was discharged and was reported as feeling well with no recurrence of the issue.